Event description:
Stryker per (B) (4) - revision surgery required. Pt reported a grating sound in his hip. Surgeon investigated and confirmed that the pca revision femoral head had fractured. The internal sleeve was still on the trunnion of the pca stem and fragments of the ceramic were clearly visible on xray. The original pca stem was implanted in 1987 and was revised because of poly wear in (B) (6) 2004. At this time, the stem was then left in situ with the pca revision ceramic head used in conjunction with a trilogy cup and ceramic insert.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exception (B) (4). There is 1 event associated with this event type (revision surgery required) and product code (B) (4). Method: DHR and complaint history review, fractographic assessment. Result: inconclusive.